Event description:
The event is reported as: the stapler suddenly failed to function. The trigger could not be depressed during treatment. No patient injury reported.

Manufacturer narrative:
Evaluation: method: DHR review performed. Results: DHR review revealed no similar issues were found during the manufacture of this lot number. Conclusions: CAPA# (B)(4) was opened to address this issue of jamming. If additional information is received, a follow-up report will be sent.